Event description:
The consumer reported their thermometer was giving false negative readings on their son. The device allegedly read 4 to 5 degrees lower than when their actual temperature. The child was brought to a doctor, where it was confirmed that they had a fever. There were no complications from this incident, and the patient is doing fine now.